Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient reiterated that she had previous device replaced 3 weeks after implant because they found some bacteria on the device but does not know which kind it was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection resulting in explantation. It was noted there were no known environmental/external/patient factors contributing to this. The rep stated the open pocket site required explantation and thus the device was explanted and further actions taken were that they did wound care. The patient was re-implanted on the opposite side on (B)(6) 2019. It was noted the issue was resolved at the time of the report and that the device had been discarded. It was noted the rep had not been notified nor were they present at the time of the removal. There were no further complications reported.